Event description:
It was reported that the pump did not alert the patient at times, specifically failing to notify a low blood glucose level of 42 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.